Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise, high threshold measurements and high but not out-of-range impedances measurements. Capture was verified and the patient is not pacemaker dependent. The associated device was reprogrammed however the issue remained. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.